Manufacturer narrative:
A functional test of the returned hydro thermablator (hta) endometrial ablation system revealed no "error 25" errors were observed in the eeprom data file retrieved from the system. During troubleshooting of the unit, it was discovered that the icop pca (embedded pc) inside of the front enclosure assembly is defective. When a gold standard icop pca was installed into the console and retested, the unit passed the functional feature test. Therefore the icop pca is defective. The reported problem was confirmed at the fremont cis. The root cause of the failure was determined to be a defective icop pca in the front enclosure assembly of the unit. It could not be determined what caused the icop pca to become defective.

Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) on (B)(6) 2011. During the heat up phase the console rebooted. Tm confirmed that no buttons were pressed on the control unit. After rebooting, a system error 25 occurred and the system went into cool down. The tm was unable to remove the cassette from the control unit. It was reported that the control unit was plugged into a hospital supplied extension cord. The control unit and cassette will be returned. The patient was reported to be fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) on (B)(6), 2011. During the heat up phase the console rebooted. Tm confirmed that no buttons were pressed on the control unit. After rebooting, a system error 25 occurred and the system went into cool down. The tm was unable to remove the cassette from the control unit. It was reported that the control unit was plugged into a hospital supplied extension cord. The control unit and cassette will be returned. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.